Event description:
It was reported that during testing conducted at the manufacturer facility, the core universal driver was running without activation while in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have worn components, which is the probable cause of the reported event. This was a stryker loaner handpiece, so the device was repaired and placed back in to stryker stock.